Manufacturer narrative:
H6 - medical device problem code 1494: off-label use: icl is contraindicated in the presence of any of the following circumstances and/or conditions: 8. (Previous or pre-existing ocular disease that would preclude post-operative visual acuity of 0.477 logmar (20/60 snellen) or better.) Claim # (B)(4).

Manufacturer narrative:
A4 - unk. A5 - unk. A6 - unk. H6 - device problem code: 1494 - off-label use, acd<3.0mm h6 - work order search: no similar complaint type events were reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted and removed a 12.1mm vicmo 12.1, -16.5 diopter, into the patient's right eye (od) on (B)(6) 2023. The lens tore/broke during injection/delivery into the eye. There was patient contact(lens touched the eye). No patient injury. A new same length lens was implanted on (B)(6) 2023. This resolved the problem. Cause of the event is reported as unknown.